Event description:
Additional information received reported that reoperation was conducted on (B)(6) 2013 and the implantable neurostimulator (ins) was replaced "just to be safe" as ins failure "could be suspected as a cause for charging efficiency aggravation." It was later reported that with palpation, the physician noticed swelling "then doubted it must be a grommet that should not be touched." It was unclear what this meant. It was noted that the only complaint from the patient was that the efficiency of recharging was not good. It was confirmed that the ins was flipped during the revision on (B)(6) 2013. It was reported that following the revision, the patient had been receiving effective therapy.

Event description:
It was reported that at the check for "charging condition" a week after the implantable neurostimulator (ins) surgery, it was confirmed that "the charging efficiency was not favorable." Since it had been a short time since surgery, the patient would be monitored for a while, considering the possibility of the impact of "wound puffiness." More than two months later it was stated that a re-check was conducted, since "the charging efficiency had not been favorable" despite that over 2 months had passed by. Palpation of the implant site revealed a "bulge" suspected of "the wrench part on the reverse" and that there was a high possibility of the inversion of the ins. Ins repositioning surgery would be conducted on (B)(6) 2013. Less than one month later it was confirmed that patient's physician did not suspect the implanted device was related to the event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).